Event description:
I bought clear care in the travel section of (B)(6). It was with all the other (B)(6) items typically used for travel. I believed it was standard contact solution. I was pregnant so I packed clear care in my hosp bag. After being in labor for hours, my husband and I were sent to our private room. He put the solution in his eyes and immediately began experiencing extreme pain. He removed his contact and rinsed his eye. He spent the next 24 hours in extreme pain. He visited his pcp and two emergency rooms. He missed the entire first day of our daughter's life!